Manufacturer narrative:
An event of atrioventricular block and device explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2021, a 22mm amplatzer septal occluder was implanted. During procedure, atrioventricular (av) block occurred and the physician continued with the procedure. On (B)(6) 2021, the av block returned and the device was explanted. The device interfered with av node during implant leading to the av block. After, the device was explanted the av block was resolved and the patient was reported to be in stable condition.